Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for physical defect of test strips. Customer stated that the test strips are sticking together. Customer stated that she had purchased the true metrix test strips on (B)(6) 2021; the package had not been open when received by the customer. The customer feels well and did not report any symptoms. No medical intervention related to the use of the product was reported.

Manufacturer narrative:
Sections with additional information as of 02-mar-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-009: user error caused or contributed to event.